Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a supply change, insulin therapy was resumed. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.